Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
An issue with one of the mandible implant samples provided with the custom temporomandibular joint (tmj) product was reported. It was reported that during a bilateral tmj replacement procedure, the surgeons tried to place the sample on the left jaw to see how the real mandible would fit but it snapped in two. To complete the surgery, it is reported the surgery team had to use the mandible implant itself to check the positioning on the bone surface. It is reported the team had to take great care to ensure the mandible went in the correct place without scratching or damaging the implant. It is reported that this event caused a delay of twenty to thirty minutes in the procedure. It is reported that the surgical technique was followed. It is reported the patient did not retain a foreign body.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The device history records were reviewed and no non-conformances or other anomalies were found. The design vendor conducted an investigation into the design of this case. They stated, ¿the most-likely underlying cause may have to do with the tight grouping of the labels on the implant sample, but that is unconfirmed. Typically, the labels are spaced out as much as possible, but after reviewing the size and amount of holes on this particular design, the labels were appropriately placed within the space available. This is the first issue involving an implant sample breaking, but will continue to be monitored. After review, no evidence has been found to indicate that the process resulted in the incorrect manufacture of the model and implant samples for this case.¿ the part was returned in a bio-hazard bag. The bag was not opened due to the bio-hazard nature of the part and the intraoperative pictures providing sufficient information for the investigation. The label could be seen through the bio-hazard bag and the broken template could be felt. The complaint was confirmed through the intraoperative pictures and the returned part. The most likely underlying cause was determined to be tight grouping of the labels on the template. There are no indications of manufacturing defects.